Event description:
It was reported that the patient was admitted to the emergency room after experiencing syncope which led to a head injury. The patient also experienced bradycardia. Upon interrogation, the right ventricular lead exhibited loss of capture. The physician suspected a possible lead infarction. During a second check on (B)(6) 2014, intermittent capture was observed. The lead would be reprogrammed and remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.